Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had nausea and vomiting. The patient's parent took the patient to the emergency department. After treatment with IV insulin, the bg stabilized and the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.